Event description:
Notes: the date of event is unknown. This report addresses one of two devices used during the procedure. Refer to manufacturer report #3005099803-2008-00591 for a description of the resolution clip device. A resolution clip device was used as a marker during a polyflex esophageal stent placement procedure in a male pt (age and weight unk). The pt returned for a replacement polyflex esophageal stent six weeks later, in 2008. During endoscopic visualization, prior to removing the polyflex esophageal stent, the physician noted that the resolution clip was still in the esophagus. Furthermore, there was a perforation adjacent to the end of the resolution clip. The physician removed the resolution clip with an unk device and confirmed the perforation via contrast injection. "The physician then dilated the original anastomic stricture and decided against replacing the polyflex esophageal stent." The pt's condition following the procedure was reported as "stable."

Manufacturer narrative:
The lot number is unk; therefore, the manufacture date cannot be determined. The suspect device remains implanted; therefore, a device evaluation is not available, and the relationship between the device and the cause of the reported perforation cannot be determined. The april 2008 15-month polyflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.